Event description:
It was reported that during the atrial lead implant procedure, the lead was positioned however when the physician attempt to extend the tip severe resistance was encountered, and the tip never deployed. It was also reported that the atrial lead exhibited high impedance. The atrial lead was re-positioned, and again high impedance was obtained and the tip never deployed. The atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.